Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 3006705815-2019-04795, 3006705815-2019-04797. It was reported the patient underwent surgical intervention, wherein the abbott ipg was been explanted and replaced with a competitors product. Reason and date of event is unknown.